Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause was unable to be determined. (B)(4).

Manufacturer narrative:
Updated: outcomes attrib. To ae, describe event or problem, relevant tests/lab data (B)(4).

Event description:
It was further reported that during the index procedure, it was a long target lesion located from mid right coronary artery (rca) extending to distal rca. The lesion was also treated with thrombectomy. In (B)(6) 2015, the patient presented due to chest pressure and dyspnea on exertion and patient was hospitalized on the same day. Patient's coronary angiography revealed stent thrombosis of the 2.50x38mm promus element plus stent in rca. On the following day, the physician treated the lesion with 3 vessel coronary artery bypass grafting (CABG) including left internal mammary artery (lima) to left anterior descending (lad) artery, right internal mammary artery (rima) to right posterior descending artery (rpda), left radial artery (lra) to obtuse marginal (om). One day post procedure, the event was considered as resolved and the patient was discharged on aspirin and clopidogrel.

Event description:
(B)(4). It was reported that multivessel coronary artery disease (cad) occurred. In (B)(6) 2013, the patient presented with stable angina. Subsequently, coronary angiography and the index procedure were performed. The target lesion was a thrombotic, denovo lesion located in the mid right coronary artery (rca) with 90% stenosis and was 35 mm long with a reference vessel diameter of 2.7 mm. The lesion was treated by pre-dilatation and placement of a 2.50x38mm promus element¿ plus stent. Following post dilatation, residual stenosis was 0%. One day post procedure, the patient was discharged on aspirin and clopidogrel. In january 2015, the patient presented to the site and underwent bypass surgery.